Manufacturer narrative:
The whatman filter, model number 4047-66, is supplied to grifols biologicals inc as a bulk medical device. Grifols biologicals inc package a single filter into a carton containing a biologic, aralast.

Event description:
Grifols biologicals inc, received a complaint regarding a broken filter spike manufactured by whatman. The defective filter was returned to grifols, who visually examined the filter. Grifols found; the two housings which form the body of the filter, were not welded together, and came apart.